Manufacturer narrative:
Product complaint:(B)(4). Investigation summary : no instrument associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that during impaction of corail stem, the anterior impactor tip broke off. The tip remains in the patient, it could not be removed. / / investigation method: / / investigation summary:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during impaction of corail stem, the anterior impactor tip broke off. The tip remains in the patient, it could not be removed.